Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported malfunction of b30 scope communication error due to poor contact of output socket was confirmed. Based on the results of the investigation, it was reported that the possible cause was foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint were on the electrical contacts. The video system center could not communicate with the endoscope. It was presumed that contact failure of output connector was the cause of the phenomenon. The root cause could not be specified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instruction manual for cv-190 was referred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited a b30 scope communication error. There were no reports of patient harm.